Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no missing segments or partial display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump had blurry screen. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. Customer not reported insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.